Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a female patient (age unk) underwent a therapeutic ercp in 2006. It was reported that during the procedure, the cutting wire broke and a piece was left in the patient to be expelled by normal paristalsis. The procedure was completed with another device. There was no reported complication or ill effect sustained by the patient.